Manufacturer narrative:
The reported condition of occluded message on pump 2 was confirmed but not duplicated. The reported condition is due to broken door assembly, upper and lower hinge stop on the pump. The door assembly on pump 2 was replaced. (B)(4).

Event description:
The facility representative reported a flogard device "occluded message on pump 2" complaint. Problem was observed during programming / set up before patient use in the 2nd medical department. Although baxter attempted to obtain information, additional details were not available. The hospital representative stated there was no patient injury or need for medical intervention.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of occlusion. (B)(4).